Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020; product type: catheter; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-09-23 rtg0353770 attachment (con) additional information was received from a patient stating phc did a CT and MRI of the head and back and found the catheter tip was leaking. Omitted information pertaining to the catheter leak in october 2020 in pe 704012999.

Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient was in the emergency room with a spinal fluid leak. The patient was concerned the hospital was going to explant the pump. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostics or troubleshooting performed.¿ there were no reported interventions or actions taken. The issue was resolved at the time of this report. Additional information was received by the patient who believed that their weight gain from (B)(6) stretched the catheter causing the catheter leak. A 10 cc blood patch was done in (B)(6) 2021 to resolve the issue.